Manufacturer narrative:
A replacement procedure was being planned. The available information suggests this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Boston scientific's post market quality assurance laboratory confirmed that the device was operating in fallback mode. Detailed analysis found that diagnostics built into the device detected unexpected changes in certain locations of device memory. A designed precautionary response by the device resulted in a change to a well-defined "safe" default mode which operates as a single-zone ICD with limited programmability and shocking capability, and would have protected the patient in case of an arrhythmia. Additionally, non-programmable vvi pacing at 60 ppm is available. The cause of the device behavior was concluded to be a result of software corruption induced by radiation therapy. Device performance following radiation exposure is discussed in product labeling.

Manufacturer narrative:
The device was explanted and returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with the cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room due to the device emitting beeping tones. Upon interrogation, a message indicating the device was limited to ddd 60 with a single tachy zone. The following day an attempted to interrogate the device was unsuccessful. It was reported the patient was undergoing treatment for a non-cardiac related condition. No adverse patient effects were reported.